Event description:
The customer received a blood glucose reading of 354mg/dl on the contour meter, re-tested on a different meter and the reading was 138mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.test strip information was not provided. Product was not replaced.